Event description:
Came to change the wound vac dressing & the wound vac showed perfect operation, but there was no suction. Removed canister and it did not alarm, nor was there suction from the unit. I changed the unit to the patient. I then shut off and turned back on the faulty unit, and it not only worked fine, but then did the safety checklist and it was completed without error. The wound appeared unharmed.